Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain additional information regarding the reported event, but no further details were provided. The device referenced in this report was returned to olympus for eval. Olympus received four (B)(4) single use polyloop ligating devices. The evaluation found one of the devices with the loop intact but detached. Visual inspection was performed on the tube sheath, coil sheath and on the slider region with no damages noted. The other three devices were in unopened packages. The devices will be forwarded to original equipment manufacturer (OEM) for further investigation. If additional and significant information become available, this report will be supplemented. This report is being submitted as a MDR in an abundance of caution.

Event description:
The user facility reported that during an unspecified therapeutic procedure, the loop deployed and fell out when the sheath was pulled back while it was in the pt. There was no report of pt harm.